Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during a consumers quality control screening, it was found that there were missing measure markings on several 20 ml bd¿ syringe(s) with bd luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Two photos were received for evaluation with less than 50% scale markings missing therefore failure mode was verified. A device history review was completed with zero defects found. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. No corrective action has been identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.